Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing. There is no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer completed an internal visual inspection of the device. The manufacturer found a small amount of unknown dust contaminant on the bottom enclosure. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was hooked up to power supply, airflow was verified, and the device operated properly. The manufacturer concludes there was no evidence of sound abatement foam degradation or breakdown.